Event description:
A defective control board was returned to facility for evaluation.

Manufacturer narrative:
This serial number of the device was not provided; therefore, the manufacture date could not be determined.